Manufacturer narrative:
Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure in-stent restenosis occurred. The physician implanted a 12x3.50mm taxus liberte stent. The patient returned to the hospital with in-stent restenosis (isr). The isr was treated with a 3.5x10mm and a 3.25mm flextome cutting balloons. No further patient complications were reported and the patient's status is good.